Manufacturer narrative:
Updated content in field e1 - initial reporter facility name x-ray inspection of the returned additional suspect device component dbs extension nm-3138-55 serial number (B)(6) revealed fractured cables 6, 7, and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connect section of the lead. The broken cables are still contained inside the connector. The returned additional suspect device component dbs extension nm-3138-55 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. Based on all available information, engineers concluded that the reported event of the patient experiencing inadequate stimulation due to high impedances was most likely caused by fractured cables 6, 7, and 8 after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead or bending of the distal end, therefore, the probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure where two leads and two extensions were replaced. The patient was noted to be doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7075384. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7074250. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7078789.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure where two leads and two extensions were replaced. The patient was noted to be doing well post operatively.